Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a scs system that includes two leads from the same lot. It was reported the patient was experiencing stinging sensation in her back. Lead diagnostics revealed no anomalies. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the stinging sensation occurred when stimulation was turned on. The issue has been resolved.